Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable vitamin d total g3 results from the cobas e411 disk analyzer. The initial result was 30.4 ng/ml and the repeat result on 06-mar-2024 was 57.16 ng/ml.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was not present, because the qc prior to the event was within ranges.